Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. (B)(6) reported the 10 mm retrieval bag became stuck in the fascia during bag removal. The bag broke, and the surgeon had to go back in to retrieve the bag. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection could not confirm the complainant¿s experience of a broken bag; however, the distal end of the cord loop was observed to be broken. Based on the condition of the returned unit received from the complainant, it is likely that the reported event was caused by a stress that was exerted on the cord during extraction of the bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laproscopic cholecystectomy. Event description: "lt. Sons reported the 10mm retrieval bag became stuck in the fascia during bag removal. The bag broke, and the surgeon had to go back in to retrieve the bag." Patient status: no patient injury. Type of intervention: unknown.